Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the power switch overlay was replaced.

Event description:
This reported issue was discovered during periodic maintenance. A faulty light emitting diode (led) was reported. There was no patient involvement.